Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they just received new cards. The surges and pain in areas was due to raised stimulator. Patient has an appointment on (B)(6) 2025 to discus with hcp.

Manufacturer narrative:
Continuation of d10: product ID: 97800, ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence and gastrointestinal/ pelvic floor. It was reported that within the last 3-6 months they noticed they could feel the inss more when they sit or lean back. Regarding the ins site, the patient said it's "like a bulge where it used to be flat, and raised up on both sides." The patient added that if they sit a certain way on the couch the underside of their butt seems like the whole area hurts on the "leg part" of both sides. The patient also said they were getting surges, and they noticed that they were setting off alarms when they go through metal detectors, which never used to happen. The patient wondered if the inss got closer to the surface of their skin and might be the reason the inss seemed to trigger the metal detectors. The patient was also having really bad back pain to the point that they could not get out of bed, and the back pain was near the location of the inss and kidney. The patient was told they might need an MRI of their kidneys. Agent reviewed MRI compatibility. The patient called their health care provider (hcp) to make an appointment, but they can't be seen until april 21st. Agent reviewed role of patient services, and thought the hcp might have wanted the patient to get in touch with a local rep rather than patient services. Agent reviewed that the hcp can call nas to request rep assistance. The patient was redirected to their hcp to further address the issue. An email was sent to prs to update patient's managing hcp info.